Event description:
It was reported the powermax elite mdu hand control overheated. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about september 17, 2014. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.